Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose level was 351 mg/dl. Reportedly, the alarm was cleared and insulin deliveries were resumed.